Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to close and remove. The surgeon was able to remove the device and applied another to complete the procedure. The hospital has reported no patient injury occurred.